Event description:
Customer reported that a 1000ml bag of normal saline was infusing under a pressure bag into an intraosseous needle. The IV set was found to have ballooned at the silicone segment. There was no report of patient harm or medical intervention. No further patient/event info is available.

Manufacturer narrative:
(B)(4). The affected product has not been rec'd. A f/u report will be submitted with investigation results should the device be rec'd for evaluation.